Manufacturer narrative:
The returned graft segment was received and visually inspected, one end of the graft had the helix removed, there were portions of the wrap layer that had separated from the base graft and remained adhered to the helix . A clean cut was made on the opposite end of the graft segment and the helix was removed. It was observed that portions of the wrap layer separated from the base graft and remained adhered to the helix, however a root cause has not been determined.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed. Related MDR: 3011175548-00011.

Event description:
Report received stated that the second layer of the graft was lifting during the removal of the helix.